Event description:
Heart attack - cordis cypher stent mesh wiring did not adhere to artery wall and left a pocket open. Platelets flowed into packet opening and closed artery, thus causing a heart attack. Damage to heart after heart attack (12 % ejection fraction) and now permanently disabled. Pt cannot go to work or do anything that requires too much energy. They need to attend cardiac therapy session.